Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h6, h11. Attempts have been made to gather all product identification information, and no further information has been provided. Review of the most recent repair record determined the hose was leaking, but it is not a repairable product and would need to be replaced. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). D10: item#: 88710100, dermatome an handpiece, lot#: unk, serial#: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during an unknown time the hose was leaking. There was no harm and no delay. No additional graft was needed. Due diligence is complete.